Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge error messages on multiple occasions during the load process. Contact was able to load a new cartridge onto the pump and successfully resume insulin therapy. Customer's blood glucose level was not impacted.